Event description:
Covidien received information stating that during patient use, the ht70 ventilator "polypnea" alarm was generated. The device was rebooted to resolve the alarm. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator. There were no negative patient consequences reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).